Manufacturer narrative:
Phone number removed from grid - failing electronic submission (B)(4).

Event description:
Customer reported the unit shut down during transport to computed tomography (CT). The unit displayed error code message of machine and proximal pressure sensors failed and the unit does not start. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
No new information received & the part was scrapped therefore an fi cannot be performed.